Event description:
Pt implanted with construct, levels unk, on (B)(6) 2011. Surgeon noted two rods were broken from arthrosis on an unk date. Pt was returned to the operating room on (B)(6) 2012 and all hardware was removed. Surgeon replaced construct with like hardware and used cobalt chrome rods. This is 1 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.